Event description:
The customer reported that during use of the device on a pt the display went blank briefly. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that during use of the device on a pt, the display went blank briefly. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.